Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the medical fluid-filled cassette was attached to the pump during the pre-use check, an alarm went off. The details of the alarm was unknown. The customer suspected the tubing arch height had something to do with the event. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: samples received consist in two (2) cassette products. Samples were received in used conditions, decontaminated and inside in a plastic bag. Visual inspection results: samples received do not present any damaged, kink, cut, one of the two samples was received with the blue clip. Accuracy test results: sample one passed the test successfully, however sample two failed the delivery accuracy test; however due to samples were received in used conditions it is possible this affected the delivery. Functional testing: samples were filled with 100 ml of water; the samples were connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.